Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited high capture threshold and low sensing values. It was observed that the ra lead was dislodged via x-ray. The ra lead was repositioned on (B)(6) 2021. The patient was stable.